Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it found the nozzle has foreign material attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to wear of the flexibility adjustment mechanism toric joint ring the water tightness was lost, the forceps channel port had a dent, the suction cover had a scratch, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had a scratch, due to deformation of the scope connector the water tightness was lost, the sheet holder unit had corrosion due to water leakage, the scope cover cover unit had a scratch, the plate had corrosion due to water leakage, the identification cover had corrosion due to water leakage, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide bundle had breakage, the plastic distal end cover had a chip, and the connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s likely the cause is related to the subject device not being properly reprocessed due to leakage from the s-connector. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.